Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 03/06/2023 and placed into service on 12/04/2023 with battery pack serial number (B)(6). Battery pack sn (B)(6) was shipped 12/23/2021, 2 years prior to install. Not enough information in history to determine battery depletion root cause. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED is prompting a "replace battery pack now" warning. They reported this did not occur during patient use.